Event description:
On (B)(6) 2025, a 78-year-old female patient presented with an acute myocardial infarction and cardiogenic shock and received an impella cp mechanical circulatory support device. During the clinical course, the patient experienced a cardiac arrest with ventricular fibrillation and impella began to experience suction. Advanced cardiac life support was initiated, including cardiopulmonary resuscitation. This event will be coded as medication administered and resuscitation performed. The patient was successfully weaned from mechanical circulatory support on (B)(6) 2025.

Manufacturer narrative:
Cardiac arrest/ventricular fibrillation: the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow: the cause of the low or blocked pump flow issue was not determined without returned product investigation and sufficient clinical details, including case start data logs.